Event description:
Customer reported to beckman coulter, inc. (Bec) that they received a bottle of ac t 5 diff wbc lyse that was leaking due to a loose cap. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
(B)(4).